Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. The patient's rhythm was unable to be converted despite 8 shocks delivered. This lead was reprogrammed to a different vector and remains in service. No adverse patient effects were reported.